Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va12tb8, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va12tb8, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient "has some wires loose", noting that their healthcare professional (hcp) in texas found the "loose wires" in (B)(6) 2017 which was confirmed by x-ray. The hcp was going to fix the issue but couldn¿t because the patient had "other problems" and "got real sick". Patient confirmed the other problems and sickness were not related to the interstim system. Patient was now in mn for the summer and wanted a hcp listing to see if they could have the "loose wires" issue corrected. No symptoms were reported. No further complications were reported.